Manufacturer narrative:
Section d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At the 45 day routine follow up, transesophageal echocardiography (tee) identified a large thrombus on top of the closure device. The patient was placed back on eliquis, plavix, and aspirin 81 mg for at least 3 months. No further complications or details were reported.